Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. The reported issue was verified from the downloaded electronic patient record. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers locked up after delivering a shock of 200 joules to a test load during a check of the device. The display of the device went dark, and the device would not respond to any buttons being pushed. The device could only be powered off by removing the batteries. After the batteries had been re-installed into the device, it worked properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an additional evaluation of the electronic device records, including the key log, and was able to verify that the reported issue did occur. Following all device testing, the cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers locked up after delivering a shock of 200 joules to a test load during a check of the device. The display of the device went dark, and the device would not respond to any buttons being pushed. The device could only be powered off by removing the batteries. After the batteries had been re-installed into the device, it worked properly. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent evaluated the customer's device further and could not reproduce the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.